Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer was transported to the emergency room on (B)(6) 2023 with a blood glucose level (bg) "high" mg/dl (specific value was not provided), bruises, scrapes, and ketone levels identified as dangerous by a health care professional. The customer was subsequently admitted to the intensive care unit as customer was in a diabetic coma. The customer received intravenous fluids of saline and insulin. Customer was discharged from the hospital on (B)(6) 2023. They reported short-term memory loss due to seizures and weakness on left side of body. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.